Event description:
It was reported that the patient did undergo surgical intervention on (B)(6) 2019, wherein the patient¿s l4 lead was explanted. Therapy has been restored post-op.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that one day after their permanent implant procedure, which took place on (B)(6) 2019, the patient started to experience weakness and numbness in their left leg. Troubleshooting was attempted but remained unsuccessful. A CT scan revealed significant spinal stenosis at the l4 lead site. As a result, surgical intervention was planned to take place on (B)(6) 2019 wherein the patient¿s l4 lead would be removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.